Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, after advancing the first pod coil through the lantern and into the target location, the physician noticed the pod coil had unintentionally detached. It was reported that the physician used the detached pod coil pusher assembly to push the tail end of the pod coil and adjust the coil into a better position within vessel. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.